Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Product ID: 8596sc, serial/lot #: (B)(4), ubd: 03-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (500 mcg/ml at 115.41 mcg/day) via an implanted pump. It was reported that the patient¿s pump was replaced due to normal battery depletion and shortly after, the patient started having increased stiffness. On (B)(6) 2020, the patient went to a facility to have a dye study performed. Per the reporter, it appeared that the clinicians that performed the dye study injected dye into the reservoir and not into the catheter access port. It appeared they were not familiar with the procedure at all. Today, the patient was in the office; the reservoir was aspirated and flushed without issue; and the patient was doing well on oral baclofen. On (B)(6) 2021, they planned to do an actual dye study. Additional information was received on (B)(6) 2021 from the device manufacturer representative who reported that the patient had increased stiffness and pain and that a dye study was scheduled for (B)(6) 2021 to diagnose the issue. Additional information was received and it was reported that they are now going to take the patient to the or (operating room) and do the dye study there and a revision if needed. The reporter was inquiring if the pump should be replaced due to dye being entered into the reservoir. It was discussed this is a medical decision and also discussed rinsing the pump reservoir with pfns. Additional information received on (B)(6) 2021 reported that the dye study showed the pump and spinal segment were no longer connected. The physician went ahead and replaced with a full new catheter.

Event description:
Additional information was received from a company representative (rep) indicated the catheter was discarded as this hospital did not release explanted product.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.